Event description:
Two-lesion ablation performed with paracentesis. First lesion was burned twice, 140 watts for 4 mins and 100 watts for 4 mins. A 6 french drain was then placed for paracentesis during ablation of second lesion. While draining, probe was positioned into second lesion. Two burns performed at second lesion, 140 watts for 4 mins. After final ablation on second lesion, track ablation was performed to remove probe. Scan performed to evaluate liver and fluid in abdomen. Surgeon noticed metallic object on the scan image and notified attending surgeon. CT technologist removed probe from sharps container and found the probe without a tip. Attending surgeon attempted to remove tip of probe but was unsuccessful. Technologist notified interventional radiology department which made room to accommodate the patient. Patient left room under anesthesia. Probe: angiodynamic solero 19cm microwave ablation probe part no: 700106002-us lot # 5819774 broken probe, retrieved tip, and packing given to supervisor.